Event description:
It was reported to amsino on 25 jun 2024 via email that: we have just received the following complaint for amsino 350mml, lot j644 oxygen therapy water in pulmonary. The problem was that the bottle swelled up as if it was about to burst. This was happening in several rooms at the same time. It was reported to amsino on july 01, 2024 in response to amsino attempting to collect additional information via email that: 1. All connected containers 6 pcs looked the same. 2. There was not delay in treatment. 3. Yes, opened correctly checked by people present. 4. We no longer have these packages, next time we will send, there were shortages in the warehouse we went out of everything over the weekend, because the liquid was running out only bottles swelled.